Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wired footswitch was not working. Customer rebooted the system, but issue was not resolved. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the onsite service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays with the wired footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.